Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the ER with rate control fault/controller malfunction alarms and a wet vent filter. The patient was reported to be stable; however, a few days later, he was placed on pneumatic support using an ip console and stroke volume limiter (svl). Vent filters were submitted for analysis which revealed evidence of fluid ingress. Waveforms and runtime parameters were submitted for analysis which appeared within the normal limits; however, some slight anomalies were noted indicating possible bearing wear. Approximately one week later, the patient was reported to have had a stroke and a decision was made to withdraw support. A head CT scan taken prior to support being withdrawn showed that he had suffered a large ischemic stroke.